Event description:
It was reported that during a sigmoid colon resection procedure the top broke off of the piece. It was not known how the case was completed. No patient consequences were reported. No additional information was available at the time.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what is meant by the top broke off of the piece? Did the retractor separate or a piece came off of retractor? Or, did retractor only tear? Did any piece fall into patient and if so was it retrieved? If piece fell in patient, how was it retrieved? How was case completed? Was there any change to procedure or post-op patient care? Customer called to report a piece did separate off of the retractor but no piece fell into patient. The analysis results of the flr01 found that it was received with the retractor sheath separated from the upper retractor ring. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. No conclusion could be reached as to what may have caused the found condition. The batch record was reviewed and no anomalies were noted during the manufacturing process.